Event description:
It was reported that during the surgery the water pressure on high mode is that of low mode and was too low to use. No harm or injury reported. There was a 0 to 15 minute extension in procedure to prepare an alternate device. At product evaluation investigation visual inspection found one of the batteries had leaked electrolyte. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation is completed. This is an initial final report submission. Functional testing of the returned product identified the device would not power on when connected to the original battery pack, but did power on and function normally when connected to the lab pack. Visual inspection found one of the batteries had leaked electrolyte. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.